Event description:
The doctor stated that the patient received a medpor customized right malar implant in (B)(6) of 2010. The doctor reported that the implant was placed intra orally. The doctor stated that the patient developed an infection in (B)(6) of 2010. The doctor stated that the infection was treated with antibiotic. The doctor reported that due to the infection, he will explant the implant.

Manufacturer narrative:
The device was not returned for evaluation however; following a review of the device history records for lot number 89021-mci-328-09a f009a02h, it was determined that all processes and test criteria are within the medpor implant finished product specification. Cautions listed in the medpor instructions for use state that "if the implants are to be placed using the intraoral route, precautions should be taken to reduce as far as possible, the risk of contaminating the implant. The use of impervious plastic film or a rubber dam to isolate the incision is recommended." This instructions for use accompanies each medpor implant sold into commerce.